Event description:
Since the initial surgery, the clinic has noticed impedance fluctuations over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the initial surgery, the clinic has noticed impedance fluctuations over time. The user has been reimplanted.

Manufacturer narrative:
Conclusion: according to the available information, damage to the active electrode likely caused by minute device mobility is suspected. However, as the device was received incomplete an exact location of the damage could not be determined. This is a final report.